Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to be extended and retracted. The rv lead also exhibited high pacing impedance measurements. The lead was not used and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were high lead impedance and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix extended and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of high lead impedance was not confirmed. Electrical testing was normal although internal shorts were noted due to the procedural damage at the connector region consistent with procedural damage.